Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. During escalation, customer care reviewed dms data, which showed that the user had independently completed a sensor re-link on october 23, 2025, followed by discontinuation of system use on october 29, 2025. Limited data was available for analysis, as no additional calibrations were entered after the re-link initialization phase. Escalation advised that continued system use with entered calibrations was necessary to fully evaluate performance. In the follow-up call, the user acknowledged the escalation feedback and agreed to resume use of the system, enter calibrations when differences are observed, and continue monitoring. With the plan established and no further immediate concerns, the case was closed. B4. Date of this report 10 feb 2026. G3. Date received by the manufacturer? 10 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.